Event description:
Additional information received reported that there was an occlusion of a small distance in the branch in the m3/m4 segment downstream during the procedure. The event was not a new or recurrent stroke, and was not the result of a deficiency. It was said to be potentially related to the system or procedure due to thrombus aspiration failure. The event recovered/resolved the same day without further treatment. The patient's nihss score was 9. The site assessed the event as possibly related to the procedure and aspiration catheter, and not related to the disease under study or an underlying condition. The sponsor assessed the event as possibly related to the deices and caused by the procedure. Ancillary devices include a non-medtronic balloon guide catheter and stent retriever.

Manufacturer narrative:
The patient's date of birth is year valid. The exact date of birth is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a react-68 catheter had a distal embolization. A potential complaint of distal embolization within same vascular territory during the procedure on (B)(6) 2024 was reported by site,. There were no additional patient symptoms or injurys related to this event.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the initial clot for which the patient was undergoing thrombectomy to treat was located in the right middle cerebral artery (mca) m2 segment.

Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that at the end of the procedure there was failure to place the arterial closure system and hematoma appeared at the puncture site, despite compression and application of a compression dressing. The event was resolved on (B)(6) 2024 with outcome noted of "recovered/resolved with sequelae." The access puncture site closure failure and hematoma was not life-threatening, did not result in patient disability or prolonged hospitalization, and did not required additional intervention. The medtronic study sponsor assessment of the access site closure failure and hematoma event concluded the event had a causal relationship to the procedure. The site assessment also concluded the event was possibly related to the procedure but not related to the react catheter or other devices utilized or patient condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received corrected that there was no distal embolization within the same vascular territory during the procedure. The event was incorrectly reported due to a data entry error.